Event description:
The customer reported that the 840 ventilator had a stuck graphic user interface (gui) key. Malfunction occurred during patient use. As a result, the device was removed from the patient. No harm nor injury to the patient reported. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the keypad. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).